Event description:
It was reported that the patient passed away on 06may2022 due to cardiac arrhythmia and right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, (lvas), serial number (B)(4), and the reported right ventricle (rv) failure and cardiac arrhythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information to the customer regarding the event; however, no additional information was provided. No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.